Event description:
It was reported that a clearlink secondary medication set did not allow solution to flow. This occurred during patient infusion of a non-baxter antiobiotic using a non-baxter pump. The reporter stated that the setup was checked 7 hours after infusion began, and none of the drug had infused. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation fully primed. Visual inspection did not identify any obvious defects. A simulated use test was performed in which the sample was spiked into a 1000 ml solution bag containing distilled water, reprimed, connected to a primary set, and checked for flow. The device primed and flowed normally when used in gravity mode. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.